Event description:
Information was received indicating that a smiths medical pump was alarming "no disposable - clamp tubing". The pump had a residual volume of 91.5ml when pumping at a rate of 2.2ml/hr. 8.55mls were administered to the patient before the alarm occurred. The patient was not affected. There were no reported adverse events.